Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to either the screw at the down/right side of the mount (identified within the device as the "st-mount") was erroneously not screwed in at the previous repair; or, the screw detached and dropped in the insertion section during use of the device. The detached screw was not retrieved from the device. The instructions for use (IFU) (operation manual) instructs countermeasures for abnormality during procedure in the following: chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope had a green discoloration. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device arrived with a screw missing from the angulation stopper. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the light guide lens and distal sheath glue were cracked; there was a chip and scratches on the insertion tube; the angulation was not to specification. Recommendations noted: the ce labels were not properly affixed; there was a hole on switch 2; the distal end plastic cover had dents and scratches; the objective lens edge had chips and worn glue; the light guide tube had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.